Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the patient experienced not receiving an end of life alert on day 90 of the life of the transmitter. No additional event or patient information is available. Data was received for evaluation, data review could not confirm the missing eol alert at day 90 of the life of the transmitter. A probable cause could not be determined.